Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro halfway through the case the cautery stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. Small traces of char and tissue material were observed on the jaws. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply at level 2.5. The device failed the pre-cautery test; it did not produce visible steam during several activations over a period of 10 minutes. The pre-cautery test was repeated 10 times while the cable connections were manipulated. The harvest tool handle was opened for inspection. The switch inner component was examined under microscopy. No residue or contamination was seen on the switch. Based on the returned condition of the device and the investigation results, the reported failure mode ¿failure to deliver energy¿ was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro halfway through the case the cautery stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.